Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was reproduced during evaluation and the device was found out of specification. The pump did not pass downstream occlusion detection testing. The evaluator found the force sensor readings out of specification and the sensor could not be calibrated. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing. The results read between 26 and 30 pounds per square inch (psi). The reported problem occurred during preventative maintenance in the biomed service department. There was no patient involvement. No additional information is available.